Event description:
The initial clot was located in the basilar artery (ba). Four passes were made in attempts to retrieve the clot with the subject retrieval device. Successful revascularization of the ba was achieved with a thrombolysis in cerebral infarction (tici) score of 2b. Follow up angiography revealed reperfusion of the basilar trunk and the right posterior cerebral artery (pca); however, embolization to new left p2 posterior cerebral artery (pca) and left vertebral artery (va) territory occurred. Following angioplasty, a non-stryker stent was placed across 95% stenosed va to treat the lesion. However, the patient neurological condition deteriorated and three days post procedure the patient died. The cause of death was the progression of the index stroke and was unrelated to the procedure or retriever device.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Thrombosis is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
The initial clot was located in the basilar artery (ba). Four passes were made in attempts to retrieve the clot with the subject retrieval device. Successful revascularization of the ba was achieved with a thrombolysis in cerebral infarction (tici) score of 2b. Follow up angiography revealed reperfusion of the basilar trunk and the right posterior cerebral artery (pca); however, embolization to new left p2 posterior cerebral artery (pca) and left vertebral artery (va) territory occurred. Following angioplasty, a non-stryker stent was placed across 95% stenosed va to treat the lesion. However, the patient neurological condition deteriorated and three days post procedure the patient died. The cause of death was the progression of the index stroke and was unrelated to the procedure or retriever device.

Manufacturer narrative:
The device is not available to the manufacturer.